Event description:
The unit had a free flow when the unit was not pumping and that one station overfilled a final container. Solution was observed flowing into the final container when the pump was not operating in the first issue. In the second case. A 500ml source container was empty when the "volume delivered" display read 367ml. The caller stated that tubing is stretched and rotors are not turned after set installation. The reporter instructed the caller in the correct techniques. The containers were discarded, so there was no pt involvement. The user was advised not to use the unit which was swapped out.